Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed. Based on the information available, the exact cause of the event cannot be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Age & date of birth - requested, only year provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported there was a kink in the angio-seal device locator. When the locator was inserted into the insertion sheath, resistance was felt, and a slight kink was observed in the tip of the locator. The device was not used, and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. It was confirmed that the removal of the device from the packaging was done in an environment that did not affect the device. There was no patient injury, medical/surgical intervention required. There was no health damage to the patient. The estimated blood loss was less than 250cc. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm.